Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that while performing the second stage, doctor noticed that implant did not integrate and was relocated into the sinus. The caldwell procedure was used to remove the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A full osseotite® tapered implant 5 x 8.5mm (fnt585) was returned for investigation with its cover screw attached. Visual inspection of the as returned product identified no significant signs of wear, damage, or deformation aside from some blood residue on the implant's surface. The cover screw could not be removed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. An x-ray images was provided for review and evaluated by sme dr. (B)(6). The sme evaluation verified that the image displayed evidence of relocation of the implant to the sinus cavity. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18). Information identified: applicable information can be found in the precautions (the following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions.) And potential adverse events (potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing). A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complaint reported non-integration relocated to sinus. The reported event was confirmed by sme through analysis of radiographic evidence provided. However, a device malfunction has not occurred that could caused or contribute to the reported event. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.